Event description:
Customer reports a 2ml/hr infusor containing 250ml of bupivacaine. Fentanyl, and saline overinfused during pt use. The infusor was attached on 9/17/99 and on 9/18/99, the pt complained of "numbness and was 'showing signs of toxicity'. The physician reports that it appeared two days worth of medication had been administered overnight." The infusor was detached and the pt was given additional pain relief medication until a replacement infusor was attached to the pt. Pt reported to be "ok".